Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. The customer's blood glucose (bg) level was 150 mg/dl. Reportedly, the customer's abdomen was obstructing the connection between the transmitter and the pump. The customer moved the pump to the same side of the body as the transmitter and sensor glucose readings were displayed again. No additional patient or event information was available.